Event description:
It was reported that the customer was hospitalized due to high blood glucose of 411mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. Reviewed the alarm history and found a low reservoir alarm. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime test and passed. Performed a high pressure test twice, and the test passed the second time. It was stated that the caller did not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.